Event description:
The procedure was a renal stent using the paramount mini stent, via right femoral access. The paramount mini stent came off balloon as it was being inserted into renal artery. The paramount mini stent was retrieved using a 10mm snare.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the paramount mini was received for evaluation with a snare device that was threaded through an introducer sheath. The stent that was trapped by the snare was pulled tight against the introducer sheath. The stent was elongated and deformed. The end of the stent furthest away from the snared end did not exhibit as much elongation and/ or deformation as the other side.